Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was prophylactically explanted in response to an advisory/recall issued for this model device. No allegations were made against the device functionality/operation.